Event description:
Clinical study. It was reported that 232 days after a carotid artery stenting procedure, the pt expired. The lesion being treated was located in the ostium right internal carotid artery with 90% stenosis and was 15 mm long with a 4 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Hospital stroke scale performed following the procedure was 0. The pt was discharged the next day. Two hundred thirty two days after the index procedure, the pt expired. Per the site, in an attempt to schedule a 12-month follow-up visit, the site was informed that the pt died at home. Per the death certificate, the cause of death was intracerebral hemorrhage, non traumatic. In the opinion of the physician, the relationship of the pt death to the nexstent is not related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch shows the device manufacturing specifications at the time of release for distribution. The most probable root cause is anticipated procedural complication.